Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling, impedance checks and defib functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed 48 shock events (including 7 shocks at 150j and 19 shocks at 200j) that were within specification. This report has been closed as unsubstantiated, no evidence was found that indicated the device had discharged out of specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.